Manufacturer narrative:
Additional information received indicated there is no device malfunction, or injury related to a device malfunction. This event is now subject to asr reporting, per exemption approval number e2016006.

Event description:
As reported to implant patient registry (ipr), two valves were used for one patient. Additional information was provided to indicate that a second valve was placed due to too aortic placement and subsequent "significant" paravalvular leak (pvl).

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported to implant patient registry (ipr), two valves were used for one patient. No additional information has been provided at this time.